Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager 2 hasp was not engage latch properly. A field service engineer observed that the refrigerator door had sagged since installation of the remote manager, causing the hasp to strike the housing. The door and housing position were adjusted. Microswitch contacts were cleaned and conductive grease applied. Molex connector contacts were also cleaned. The unit was restored to proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager 2 hasp failed to engage the latch properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.